Event description:
It was reported to medtronic neurosurgery that a strata ii shunt was not reducing a patient's ventricle size even at the lowest pressure-level setting of 0.5. The shunt was explanted and replaced with a new strata ii shunt. The patient's ventricles were reported to have somewhat reduced in size with the new shunt.

Manufacturer narrative:
A 11.8 cm of the catheter was returned. It met requirements for the patency and leakage tests. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).